Event description:
The customer stated that he tested his blood glucose using his breeze meter and received a reading over 400 mg/dl. His blood glucose was retested within 5 minutes using a nurse's meter (type unknown), and the reading was 100 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer had been dosing his insulin based on the readings, but no adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.